Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys vitamin b12 immunoassay results for two patient samples. Patient 1 initial result was 128.8 pg/ml. The repeat result on 04/18/2017 from another cobas 8000 e 602 module analyzer was 236.7 pg/ml. Patient 2 initial result on 04/17/2017 was 50 pg/ml. The repeat result on 04/18/2017 from another cobas 8000 e 602 module analyzer was 146.2 pg/ml. The initial results were reported outside the laboratory, but the doctor was expecting higher results similar to the repeat results. There was no allegation of an adverse event. The reagent lot number 20727101. The expiration date was requested but was not provided. An issue with the sipper was suspected and an adjustment was performed which appeared to resolve the issue. The field service representative performed a new lot calibration and qc. Afterward, the results from the two analyzers were identical. Review of the calibration data found it was within specifications. It was noted the customer did not store the calibrator and control materials as recommended.